Event description:
It was reported that an asymptomatic patient presented for normal follow up. Externalized conductors were observed via diagnostic imaging and low pacing lead impedance was also detected. The lead was capped and replaced. Patient was fine after the event.